Event description:
It has been reported that the patient's personal diabetes manager (pdm) overheated and was hot to the touch. The pdm was not charging at the time. The pdm will not turn on.the patient resides in australia but was travelling in italy at the time of the event.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res#91127 due to no device identifier provided. Lot release review could not be completed as no lot number or an invalid lot number was provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.